Event description:
The customer reported via phone call that the insulin pump would not allow her to bolus. An open circle was next to the time on the insulin pump's screen. The act button was unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no open circle or keypad anomaly noted. However, moisture damage was found on the electronic and motor assembly. All of the buttons functioned properly. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.